Event description:
It was reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer, after receiving instructions from technical support, inspected the pump and found an o-ring on the pneumatic tap, which was then removed. The customer cleaned the area with an alcohol wipe and filled a new cartridge, successfully completing the load process and resuming insulin delivery.